Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm and customer was not able to clear the alarm and not able to rewind the insulin pump. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the big scratch on the screen and making it difficult to see the display. The insulin pump will not be returned for analysis.